Event description:
It was reported that this right atrial lead exhibited high impedance and a fracture was confirmed through x-ray. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurement and noise, a fracture was confirmed through x-ray. During the explant procedure this lead got fractured off and part remains in the body. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this right atrial lead exhibited high impedance and a fracture was confirmed through x-ray. During the explant procedure this lead got fractured off and part remains in the body. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields: b5 describe event or problem and h6 device codes and patient codes. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this right atrial lead exhibited high out of range impedance measurement and noise, a fracture was confirmed through x-ray. During the explant procedure this lead got fractured off and part remains in the body. This lead was successfully replaced. No additional adverse patient effects were reported.